Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The top liner ring had signs of plastic deformation on the inner rim was likely due to femoral head/neck impingement. This impingement when coupled with lever-out forces, which may have been generated during the reported dislocation, likely resulted in the disassociation of the top liner ring and the inner femoral head.